Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The capture management was programmed off and no ventricular capture threshold data was available. (B)(4).

Event description:
It was reported that the right ventricular lead threshold had been increasing for about two years. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.